Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging the onetouch ultra meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 4-5 months prior to contacting lfs. The patient reported blood glucose results ¿around 180-190 mg/dl¿ with the subject meter and ¿around 120-130 mg/dl¿ with another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual management routine. No symptoms were specified; however, around that same time, emergency medical services (ems) was reportedly contacted and administered the patient a glucagon injection for treatment. Results obtained with the ems device was not specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca was not able to walk the patient through quality control testing. Replacement products were sent to the patient. This complaint is being reported because, the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.